Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)12: (B)(6) . Operative report. Preoperative diagnosis: umbilical hernia. Postoperative diagnosis: umbilical hernia. Operation performed: laparoscopic umbilical hernia repair using gore-tex mesh. Measurement of the mesh was 15 cm x 10 cm. The size of the umbilical hernia was about 3 cm. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Specimen: none. Findings: a [sic] umbilical hernia. Indications: the patient is a 34-year-old gentleman who presents with umbilical hernia. His work involves heavy lifting, therefore recurrence is a big concern for him. Therefore, he was brought today to surgery for laparoscopic umbilical hernia. Description of procedure: ¿the patient was given perioperative antibiotics. In the operating room, he was placed supine on the or table. Time out was performed, prepped and draped using duraprep. The skin itself was covered with ioban to help reduce the contact of the mesh to the abdominal wall or the skin. A 12 mm optiview was used to enter the abdominal cavity via the left paramedian location. Once this was achieved, then the co2 gas was used to insufflate the abdominal cavity. Next, 2 additional ports were placed. They were 5 mm. Under direct vision they were placed to help reduce the change of any inadvertent bowel injury. The patient has an umbilical hernia defect around 3 cm. There were no adhesion or omentum stuck to the hernia and therefore there was no need for any dissection. For repair, I took a mesh that measures roughly 10 cm x 15 cm. It was soaked in antibiotics and placed in the peritoneal cavity through the 12 mm trocar. The mesh was then positioned into place to cover the hernia defect and it was tacked into position using the tacker. The procedure was done without any problem. We used 2 ports on one side and 2 on the opposite side to help anchor the mesh. After the repair was completed, the omentum was placed over the small bowel. The trocars were removed, the co2 was released from the abdominal cavity. This was done after hemostasis was completely assured and the skin incision was then closed using absorbable stitch. The patient overall tolerated the procedure well, transferred to recovery room in stable and satisfactory condition. Dr. Martello, as always, thank you for allowing me to take part in the care of your patients.¿ (B)(6)12: (B)(6) hospital (B)(6) . Brief post-operative note. Implant record. Dualmesh plus. 10.0 cm x 15.0 cm x 1.0 cm. Exp.: 05/2015. Ref: 1dlmcp03. Lot: 10568605. Number used: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/10568605) was implanted during the procedure. (B)(6)13: (B)(6) hospital (B)(6) . (B)(6). Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Operative procedure: repair of recurrent ventral hernia with mesh. Assistant: dennis harkness, pa-c. Anesthesia: general endotracheal. Estimated blood loss: minimal. Findings: a circular defect was found just to the left of the umbilicus. The previous mesh was palpable and somewhat floating more deeply. The circular 8 cm mesh was utilized with a bilayer underlay repair. Operative procedure: ¿in the supine position after induction of general endotracheal anesthesia, the abdomen was sterility prepped and draped in the usual manner. A vertical incision was made at the umbilicus slightly to the left. The hernia sac was dissected out, the incision was extended vertically and the sac was dissected circumferentially down to the fascia. The fascia was dissected out and the hernia sac was inverted. The subfascial space was developed, staying out of the peritoneal cavity. Circumferentially this was developed to the extent of approximately 2 inches in all direction. The mesh was selected and placed into the peritoneal space for an underlay. This was a ventralex st hernia patch. The sutures were then placed circumferentially, totaling 8, through and through the abdominal wall and inner layer of the mesh. With these in placed, the mesh was also tacked into position between the sutures. The sutures were then secured, the mesh tabs were then cut to length and secured to each other across the midline and then the hernia defect was closed primarily with running 0 pds horizontally. The fascia was injected with marcaine. The subcutaneous tissues were close in layers with vicryl, and the skin was closed with 4-0 monocryl subcuticular suture. A sterile dressing was applied. The patient was extubated and returned to the recovery room in good condition.¿ there is no mention of gore device removal in the records. (B)(6)13: (B)(6) hospital (B)(6) . Brief post-operative note. Implant record. Ventralex st hernia patch. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: membrane. Previous patient code (3191: appropriate term/code being used for ¿mesh was palpable and floating, mesh failure requiring revision surgery¿) was reported based on the original complaint and is no longer applicable per gore¿s investigation. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Medical records: the known medical records span (B)(6) 2012 through (B)(6) 2013 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: (B)(6) 2012: umbilical hernia. (B)(6) 2013: ventral hernia. Prior surgical procedures: (B)(6) 2012: laparoscopic umbilical hernia repair using gore-tex mesh. Implant gore® dualmesh® plus biomaterial. (B)(6) 2013: repair of recurrent ventral hernia with mesh. Implant ventralex st hernia patch. Implant preoperative complaints: (B)(6) 2012: indication: the patient is a 34-year-old gentleman who presents with umbilical hernia. His work involves heavy lifting; therefore, recurrence is a big concern for him. Therefore, he was brought today to surgery for laparoscopic umbilical hernia. Implant procedure: laparoscopic umbilical hernia repair using gore-tex mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/10568605, 10cm x 15cm x 1cm thick, oval]. Implant date: (B)(6) 2012: wound classification: not provided. Findings: " umbilical hernia.¿ description of hernia being treated: ¿measurement of the mesh was 15 cm x 10 cm. The size of the umbilical hernia was about 3 cm.¿ ¿the skin itself was covered with ioban to help reduce the contact of the mesh to the abdominal wall or the skin. A 12 mm optiview was used to enter the abdominal cavity via the left paramedian location. Once this was achieved, then the co2 gas was used to insufflate the abdominal cavity. Next, 2 additional ports were placed. They were 5 mm. Under direct vision they were placed to help reduce the change [sic] of any inadvertent bowel injury. The patient has an umbilical hernia defect around 3 cm. There were no adhesion or omentum stuck to the hernia and therefore there was no need for any dissection.¿ implant size and fixation: ¿...I took a mesh that measures roughly 10 cm x 15 cm. It was soaked in antibiotics and placed in the peritoneal cavity through the 12 mm trocar. The mesh was then positioned into place to cover the hernia defect and it was tacked into position using the tacker. The procedure was done without any problem. We used 2 ports on one side and 2 on the opposite side to help anchor the mesh. After the repair was completed, the omentum was placed over the small bowel. The trocars were removed, the co2 was released from the abdominal cavity. This was done after hemostasis was completely assured and the skin incision was then closed using absorbable stitch.¿ relevant medical information: (B)(6) 2013: repair of recurrent ventral hernia with mesh. Findings: ¿a circular defect was found just to the left of the umbilicus. The previous mesh was palpable and somewhat floating more deeply. The circular 8 cm mesh was utilized with a bilayer underlay repair.¿ ¿a vertical incision was made at the umbilicus slightly to the left. The hernia sac was dissected out, the incision was extended vertically and the sac was dissected circumferentially down to the fascia. The fascia was dissected out and the hernia sac was inverted. The subfascial space was developed, staying out of the peritoneal cavity. Circumferentially this was developed to the extent of approximately 2 inches in all direction. The mesh was selected and placed into the peritoneal space for an underlay. This was a ventralex st hernia patch. The sutures were then placed circumferentially, totaling 8, through and through the abdominal wall and inner layer of the mesh. With these in placed, the mesh was also tacked into position between the sutures . The sutures were then secured, the mesh tabs were then cut to length and secured to each other across the midline and then the hernia defect was closed primarily with running 0 pds horizontally. The fascia was injected with marcaine. The subcutaneous tissues were close in layers with vicryl, and the skin was closed with 4-0 monocryl subcuticular suture.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10568605. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was revised. It was reported the patient alleges the following injuries: mesh was palpable and floating, mesh failure requiring revision surgery. Additional event specific information was not provided.